Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of fluid leak was not determined due to lack of clinical details, no product returned for analysis. The cause of the cracked issue was not determined due to lack of clinical details, no product returned for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during implantation of the impella pump the introducer appeared to be cracked and blood was seen pouring out of the bottom of the sheath. The 30 cm sheath was exchanged for the 13 cm sheath and the dilator was inserted. No patient harm was reported.

Manufacturer narrative:
D6b, date of explant, has been updated.